Manufacturer narrative:
The fill patient identifier is (B)(6). The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. The access sars-cov-2 igg reagent was not returned for evaluation. No hardware errors or other assay issues were reported in conjunction with this event. Sars-cov-2 is an enveloped non-segmented positive-sense rna virus. It has several structural proteins including spike (s), envelope (e), membrane (m) and nucleocapsid (n). The spike protein (s) contains a receptor binding domain (rbd) which is responsible for recognizing the cell surface receptor, angiotensin converting enzyme-2 (ace2). It is found that the rbd of the sars-cov-2 s protein strongly interacts with the human ace2 receptor leading to endocytosis into the host cells and viral replication. The access assay detects antibodies directed against this domain, which are more likely to neutralize the virus. The vector-best and diasorin assays also target anti-spike antibodies. A microneutralization testing (mn), using krammer¿ protocol, was performed on the sample by the (B)(6). The assay measures the percent inhibition of the virus thanks to a staining antibody when some virus is added to the sample. % inhibition <5 is interpreted as a negative result; % inhibition at 10 is interpreted as a low positive result. Samples from convalescent patients and from non-infected patients were tested in parallel as controls. The sample questioned by the customer presented neutralizing antibodies as titer was 10.1, which is considered as low reactive. There is malfunction as original result is discordant with 2 or more replicate measurements of the same specimen on other devices. In conclusion the investigation demonstrated that the non-reactive access sars-cov-2 igg result is discordant with the microneutralization result, suggesting that there are neutralizing antibodies present within the sample. The cause of this event cannot be determined with the available information. Customer/client personal information will not be provided for complaints from the (B)(6). Attempts to acquire this information have been made, however, due to local regulations this information cannot be provided.

Event description:
On 21dec2020, the customer reported one discordant non-reactive sars-cov-2 igg (access sars-cov-2 igg assay, part number c58961, lot number 971197) result was generated for a vaccinated patient on the customer's access 2 immunoassay analyzer (part number 81600n and serial number (B)(4)). The non-reactive access sars-cov-2 igg result obtained on (B)(6) 2020 of 0.53 s/co was discordant with the reactive vector-best sars-cov-2 igg-elisa-best assay result of 4.41 (cut-off=1) on the automated elisa alisei automate and with the reactive diasorin sars-cov-2 igg assay result of 23.1 obtained on (B)(6) 2020. No affect to patients or end-users has been reported in connection with this event. The customer did not indicate if the result was released outside the laboratory. No hardware errors or issues with other assays were reported in conjunction with this event. Calibration passed on 19oct2020 with reagent lot 971197 and calibrator lot 988703. Quality control (qc) was passing within the laboratory¿s established ranges. There were no issues with sample integrity reported by the customer. Sample collection, handling and processing information such as sample type, sample volume collected, centrifugation, storage and other sample related information was not provided by the customer.